Event description:
On (B)(6) 2012, tenxor and monotube operation was performed. He fastened slack by the wrench after the operation every day. The part, which keep the wire of a wirepost in about two weeks was damaged. Further on (B)(6) 2012, the part, which keep the wire of other wirepost was damaged. Because there is no slack in the wire, they are being fixed with the state. The surgeon requests future correspondence. He is worried about fixed intensity.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.